Event description:
It was reported that during set-up prior to a procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully. No delay, no adverse consequences, and medical intervention were reported.